Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A venous pressure high alarm occurred during a routine hemodialysis treatment, which could not be resolved by the operator. Rinseback was attempted but could not be performed due to clotting, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to clotting of the circuit, preventing rinseback of the patient's blood. Facility staff attributed the pressure alarm to issues with the pt's access. The operator reversed the pt lines in an effort to troubleshoot the flow issues. There is no evidence of a device malfunction. The cycler alarmed appropriately. A direct correlation between nxstage system one and the reported blood loss cannot be established. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional info will be provided.